Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the actual device had been sheared off the urethane outer layer, exposing the core wire on 0mm - approximately 270 mm from the distal end of the device. Electron microscopic inspection of the distal extremity of the core wire found that the surface of the cut cross-section had the evidence that the core wire had been cut and processed with the dedicated machine on the production floor. The above findings demonstrate that the actual device is missing the urethane outer layer with no fractured or missing portion of the core wire. Magnifying inspection of the urethane outer layer sheared segment revealed the following. On 0mm - approximately 110mm from the distal end of the device all the urethane outer layer had been removed, where the core wire was completely exposed. On approximately 110mm - 263mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off the wire, where the core wire was exposed. On approximately 263mm - 270mm from the distal end of the device, the urethane outer layer had been sheared off the wire with no exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. Functional testing was conducted. A current guidewire product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle on its urethane outer layer. The urethane coating was sheared off from the guidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. The damage was similar to that observed on the actual sample was duplicated. A review of the review of the DHR and product release decision control sheet of the involved product /lot# combination conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate or withdraw the radifocus glidewire endoscopic(urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer when using the radifocus guidewire m device. The actual sample was used in combination with a metal needle during ptcd. The urethane outer layer sheared off in the body and remained in the body. No anomaly has been observed to date.